Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the trial patient reported that they could not feel the stimulation and that the evaluation was ¿not working¿. No further troubleshooting was performed as the patient had already changed sides yesterday. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was reported as not resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient reported the left lead possibly moved, and it isn't working. Patient also said their equipment isn't working. While on the left side at 7.4v, the patient received the "unable to provide current settings, call clinician" error message. The patient was switched to their right side and felt stimulation in the buttocks area at 8.0v. Additional information was received from the patient. They are still unable to increase stimulation past 8.1v. No further patient complications have been reported as a result of this event.